Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. Upon receipt, we found that two pins on the feedback cable had been damaged, which caused the unit to lose its calibration parameters and go straight to the calibration/set-up screen at start-up as reported by the customer. The device performed as intended; at each start-up, the rapid infuser automatically checks whether the temperature probe, pressure sensor, or power module have lost calibration information. If any one of the hardware parameters has lost calibration, the system goes directly into the calibration/set-up screen upon start-up and will not exit the calibration/set-up mode until it is calibrated. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury or delay in treatment reported. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The rapid infuser has been returned to belmont for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. At each start-up, the rapid infuser automatically checks whether the temperature probe, pressure sensor, or power module have lost calibration information. If any one of the hardware parameters has lost calibration, the system goes directly into the calibration/set-up screen upon start-up and the system will not exit the calibration/set-up mode until it is calibrated. However, without results from the complete investigation, it is difficult to determine what occurred. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "during a major resuscitation this morning, the device failed on startup. It went straight to the calibration/set-up screen and the exit service button did not respond. They rebooted the ri-2 computer and changed the ac power source repeatedly however it did not resolve the error."